Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by abdominal pain, fever, and cloudy effluent. The patient was treated with unspecified antibiotics (dose, route, duration and frequency not reported). Pd therapy was discontinued due to the peritonitis event and the patient was switched to hemodialysis. Pd therapy was restarted approximately four years later, and at the time of this report, was ongoing. It was unknown if the patient was retrained. On an unknown date, the patient was discharged and had recovered. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced peritonitis on an unreported month and date in 2010. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.